Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2019, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the pump was removed on (B)(6) 2018 due to a spine wound infection. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to reflect the patient's weight provided on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2019. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.